Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 06:03:53 on (B)(6) 2023. At 08:43:13, an arrhythmia was detected. ECG shows severe bradycardia @ 10 bpm with pvc¿s. At 08:43:50, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was severe bradycardia @ 10 bpm. The post shock rhythm was severe bradycardia @ 10 bpm. The device was shut down at 09:17:21 on (B)(6) 2023.